Event description:
It was reported that the performance with the vibrant soundbridge was no longer sufficient. There was not enough amplification due to the pt no longer being in the indication criteria for a vibrant soundbridge. The implant was reported to be functional.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.